Event description:
It was reported that the patient was having replacement due to device not working and left chest pain and possible lead replacement. It was then reported that the generator was replaced due to high impedance. Explanted device has not been received for analysis to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis was completed and no visual anomalies were seen on the generator other than common observations related to manipulation of the device during the explant procedure. Functional testing was performed for more than 24 hours and no anomalies were observed in device performance. The generator performed to functional specification. The data dump decoder was reviewed and diagnostic history was noted. The 62; 25% changes in impedance were noted. Based on this data it appears the hi started the day after implant on (B)(6) 2022. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event and h6. Investigation conclusions; corrected information; supplemental MDR #2 inadvertently omitted information known prior to submission.

Event description:
Based on the information provided in the file, the root cause of the high impedance appears to be likely due to incomplete pin insertion and not a device failure of the generator since analysis confirmed no issues with the returned device. The lead is still implanted and high impedance was first present the day after implant surgery indicating that the cause was likely due to the lead pin not being fully inserted into the header. Furthermore, the fact that the lead was not replaced and had good impedance with the new generator further supports at this time that there are no lead issues suspected.

Event description:
It was reported that generator has been returned for product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.